Event description:
T was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no reported impact to customer's blood glucose. After removing the obstruction from the speaker holes, the alarm cleared.